Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.